Event description:
A caller reported receiving a ¿replace sensor¿ error message after a day of applying the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of cramping and a seizure and received unknown third-party treatment. No further information was provided as the customer reported not having time to further troubleshoot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) and the sensor was observed not functioning (events 46 and 12) due to memory/software corruption of the application specific integrated circuit (asic). Observed damaged sensor ears and damaged guide tabs upon visual inspection of sensor plug. However, the correct plug seating was not prevented by the damaged sensor ears or damaged guide tabs. Therefore would not have caused the customers complaint. An extended investigation was also performed to the returned sensor and determined that the extracted data from the returned sensor with event codes 12 and 46 was due to memory corruption in the ferromagnetic random access memory (fram) section of the application specific integrated chip (asic). Therefore, this issue is confirmed due to memory/software corruption of the application specific integrated circuit. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on caller report of "(B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message after a day of applying the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of cramping and a seizure and received unknown third-party treatment. No further information was provided as the customer reported not having time to further troubleshoot. There was no report of death or permanent injury associated with this event.